Event description:
It was reported that the experienced a shocking sensation on their left side from their implantable neurostimulator (ins) which started a couple of months ago although it was noted that it may have begun before (B)(6) 2012 in a less severe fashion. It was noted that the shocking was a 'magnitude of 20' stronger than the regular stimulation sensation. The shocking was described as sporadic as it would happen once a day or 10 times a day. The shocking was noted as very quick and then would pass. The patient also reported that the stimulation was intermittent. The patient was reprogrammed about a month ago at which time they essentially turn the stimulation to the left side totally down. Since the reprogramming session, it was reported that ins seemed to be turning off randomly. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information in the transcript reported that some of the electrodes had impedances that were ¿off the scale,¿ and the manufacturer¿s representative programmed around them. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n299697, implanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).